Event description:
It was reported that the patient present for an initial implant of an implantable cardiac monitor (icm) on (B)(6) 2025. It was noted that the icm failed to connect to the programmer via bluetooth (ble) telemetry on three different occasions. The icm was not used and a new icm was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to interrogate was confirmed, no ble telemetry was not confirmed. The device was above elective replacement indicator (eri) level upon receipt, reaching eri during the analysis. The device was restored to nominal settings, and while being monitored it reverted to unexpected device condition 1.1 mode. The device was cut open and additional analysis detected unstable high drain current isolated the hybrid. A longevity calculation was performed and found the battery depleted prematurely caused by high current which caused the failure to interrogate issue.